Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the camera head transmitted a monitor image that was too dark. This issue was observed during preparation for an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.